Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received excessive failed battery test alarms. Customer's blood glucose was 200 mg/dl. During troubleshooting, customer was advised that issue could be due to a loose battery cap. Customer changed battery and received an unexpected restart alarm. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with normal operating currents and passed all functional testing. No alarms were noted during testing. However, a displayable history alarm was found in the alarm history file due to a corrupted history file. The pump was monitored and no unexpected weak battery, failed battery, or battery out limit alarms occurred during testing. The pump was received with a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, and a scratched reservoir tube window.